Event description:
During routine cysto ureteroscopy procedure, distal ureter scope curled upon self in ureter. Angulation knob not flexing scope, leaving distal tip curled and unable to uncurl. Vendor immediately present and arrived at hospital for discussion with surgeon. Surgeon severed the scope with bolt cutters. Scope removed without injury to pt.